Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their device malfunctioned and was removed on (B)(6). Patient said the device had been malfunctioning for about 1.5 years, but they kept telling them it was muscle spasms, but the issue was getting worse and worse. Patient was sent for mris and couldn't sleep and was kicking all over the place. Patient then said the doctor removed the device and as soon as the device was removed, there were no electrical shocks at all and fixed their issues.

Manufacturer narrative:
Other medical products in use during the event include: brand name: vectris surescan, product ID: 977a260 (serial: (B)(6), product type: 0200-lead; implant date: (B)(6) 2019. Brand name: vectris surescan, product ID: 977a260 (serial: (B)(6), product type: 0200-lead, implant date: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.